Event description:
Caller reported receiving a minimum fill notification and attempted to load a new cartridge but did not have one available at the time of the call. There was no adverse impact on the customer's blood glucose level. Customer planned to follow up with technical support once they had a cartridge available, and technical support sent follow-ups via sms due to no email being on file. The case was closed as no further action was required from technical support.